Event description:
The article reported a case where two stents were implanted simultaneously (8x40mm xact and 9x40mm rx acculink) in the left carotid artery. The surgical strategy consisted of carotid endarterectomy combined with antegrade recanalization via the femoral artery. Successful recanalization of the occluded segment of the common carotid artery was achieved. One day postoperative, hyperperfusion syndrome occurred, manifested mainly as ipsilateral headache following vascular recanalization. The symptoms improved after treatment with controlled blood pressure reduction and dehydration therapy to lower intracranial pressure. No complications such as cervical hematoma, neurological deficits, poor wound healing, hemorrhagic stroke, or ischemic events were observed. Details are listed in the attached article, titled ¿efficacy and safety analysis of hybrid operation for symptomatic chronic common carotid artery occlusion.¿ no additional information was provided. Estimated date of procedure/implant: 12/01/2022 estimated date of event: 12/02/2022

Manufacturer narrative:
Literature attachment: article, titled "efficacy and safety analysis of hybrid operation for symptomatic chronic common carotid artery occlusion". B3, d6a - for reporting purposes, the date of procedure/implant will be estimated as 12/01/2022. The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported patient effect of severe unilateral headache is listed in the rx acculink carotid stent system instructions for use as a possible adverse event. A conclusive cause for the reported headache and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device mentioned in b5 will be filed under a separate medwatch report.